Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the ok button on their device's keypad was unresponsive. The patient reported that after the issue manifested they were unable to clear an alert on their device and moisture was found within the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/18/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Moisture was observed behind the pump display lens. The pump was unresponsive and did not power on; therefore, the functionality of the keypad could not be tested. The keypad cover was observed to be intact. The keypad cover was removed and contamination was found under the ok, up arrow, and contrast key contacts. The audio bolus button cover had a tear in the center. The pump case was removed and evidence of moisture was found throughout the pump interior. A battery compartment leak was also found. (B)(4).